Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment for bilateral common iliac artery lesions using gore® viabahn® vbx balloon expandable endoprostheses (vbx). The vbx was inserted from the right femoral artery via a 7 fr sheath (parent cross, 50cm) with a radifocus stiff wire. When the device passing through the lesion near the terminal aorta, the vbx stent graft was caught and disengaged from the delivery catheter. The disengaged vbx stent graft was deployed successfully in the left common iliac artery by using a balloon. No adverse events occurred to the patient and the procedure was completed. It was reported that insertion was difficult due to the angled vessel bifurcation. After several attempts of insertion, the stent graft was disengaged. Reportedly that the disengagement may have occurred because the sheath was not pre-advanced to the lesion.